Event description:
A customer contacted baxter's technical service center to request assistance with bypassing on the home choice (hc) machine. The hp stated he drained out this morning after therapy was completed because he was feeling overfilled and bloated. The hp stated he thought the drain volume (dv) was 4000ml to 4500ml using manual supplies and did not fill back up. The technical service representative (tsr) asked if the hp weighed the manual bag and the hp stated he just estimated it. The hp stated he felt fine after he drained himself out. The tsr asked the hp if he had any alarms the night before and he stated no and did not bypass any drains. The tsr explained would need to swap the hc and advised him to call the registered nurse to notify of the event. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2010, product surveillance contacted the hp peritoneal dialysis nurse (pdn) regarding the report of feeling overfilled and bloated. The pdn verified the hp's largest prescribed fill volume (lpfv) is 2600ml. The pdn stated she has seen the hp since and checked his catheter and everything was fine. The pdn stated the hp told her the drain volume was around 3600ml. The pdn stated the hp has received the new hc and had no further issues with therapy. The pdn stated the hp has not reported any symptoms or other drain volumes that meet increased intraperitoneal volume (iipv) criteria. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products. On (B)(6) 2010, product surveillance received a returned call from the hp. The hp stated he remembers the dv to be around 4000ml. The hp stated he has received the new hc and has not had any issues with therapy since.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, false empty detect and use error: inappropriate bypass of the initial drain. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.